Manufacturer narrative:
A getinge field service engineer (fse0 replaced the handle (d367-00-0103), display upper hinge cover(d380-00-0561), display hinges (both left and right) (d105-00-0138-01 and d105-00-0138-02). Returned to customer and cleared for clinical use. Also, fse replaced safety disk assembly (d202-00-0140) was replaced due to years. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while rental company was transporting balloon, the cardiosave intra-aortic balloon pump (iabp) unit was not tied down well enough and fell over and broke. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h10, h11. Corrected fields: d4(UDI#), h6(investigation findings). The maquet failure analysis and testing (fat) department received the pn: 0367-00-0103 sn: n/a handle, cart associated with this complaint. This part was received with a reported unit failure message of part damaged. Performed visual inspection of this received part and found part was damaged. The fat dept. Verified the failure message of part damaged. Retaining this part in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a